Manufacturer narrative:
Device power up properly after battery installation. No blank display noted. Device was received with normal operating currents and passed self-test,unexpected restart error test and displacement test. No unexpected off no power, low battery, weak battery, battery out limit and failed battery test alarms noted during testing. Device had cracked reservoir tube lip no broken noted. The test reservoir locked in place properly and no anomaly noted. The information provided that the date of event with the initial report was incorrect. The correct information has been included with this report. The customer's weight information with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Event description:
The incident date has been changed to (B)(6) 2018. The customer's weight information has been changed to (B)(6).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the reservoir compartment was damaged and the reservoir was unable to lock in place when inserted into pump. The blood glucose was 225 mg/dl at the time of the incident. The customer also reported that, the belt clip was broken. Customer also got a battery failed test, the battery had been out of the pump for 5 days then she mentioned that there is damage to the reservoir compartment. Customer did not receive failed battery test. Troubleshooting determined that, the insulin pump should be replaced. The customer advised to discontinue use of the pump and revert to a back-up plan. The device will be returned for analysis.